Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.